Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Customer reported pulling insulin out of a used cartridge and began using that insulin for mdi. The customer's blood glucose level was not reported. Tandem technical support was unable to troubleshoot further with the customer.